Manufacturer narrative:
Failed selftest alarm and no communication to blood glucose meter due to faulty radio frequency board. Insulin pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window. Insulin pump passed unexpected restart error test. No unexpected restart alarm noted. No damage found on interface board or memory was erased noted.(B)(4)

Event description:
It was reported via phone call, that the customer received a failed selftest alarm. Customer's blood glucose level at the time was over 200 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.